Manufacturer narrative:
The batch review shows that it complies to the specifications. Without the involved sample we cannot find the root cause of this event. We do not known if an excessive tensile was applied or if a sharp instrument were manipulated near the tube or if a suture were directly around the catheter. All of this can damage the catheter and result in a rupture.

Event description:
The leader cath tube broke off and during the removal procedure. The doctor thinks that the broken part is not inside the patient. X-ray control confirms it. No patient outcome.